Event description:
A malfunction code malf 9 was reported by the customer, but there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur. The customer resumed using the pump without further issues, rejoined the existing sensor, and received instructions to resume insulin usage independently. No additional support was required, but the customer was advised to contact technical support if the issue reoccurred.